Event description:
It was reported through a research article, identifying xience and promus stents and indicating that the devices may be related to the following: patient death. Details are listed in the article, titled dual twelve or 30 months of dual antiplatelet therapy after drug-eluting stents.

Manufacturer narrative:
(B)(4). Date of occurrence is estimated as (B)(6) 2009, the first day of enrollment in (B)(4). Date of implant is estimated as (B)(6) 2009, the first day of enrollment in (B)(4). Date of death is estimated as (B)(6) 2009, the first day of enrollment in (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Death is listed in the promus everolimus eluting coronary stent systems instructions for use as known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required. The xience device referenced is being filed under a separate medwatch report.